Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient will be reimplanted. The recipient was treated with antibiotics and the infection resolved. The recipient's device will not be returned to the company for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.